Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ® quincke spinal needle experienced leakage. The following information was provided by the initial reporter, translated from french to english: leakage of a few drops of radioactive preparation.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2302022, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. All products undergo visual and functional inspections throughout the manufacturing process, verifying that there are no damage or defects in the product and all critical dimensions are within specification. After review of the information provided, it appears the device is being used to withdraw radioactive medication from a vial, which is not the intended use of the device. In the event that is occurring, it can create additional pressure on the device that may lead to the product not performed as intended. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd ® quincke spinal needle experienced leakage. The following information was provided by the initial reporter, translated from french to english: use of this stopper-mounted needle to withdraw syringes for injection to patients. Leakage of a few drops of radioactive preparation.